Manufacturer narrative:
The investigation into the access site bleeding has been completed since the original report was filed. The medical center did not return the impella device. No benchtop analysis was possible to determine the root cause; only the clinical report was evaluated. Based on the clinical information provided, the cause of the access site bleeding issue was most likely due to patient movement. The failure mode will be monitored and trended.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 58-year-old female in st elevated myocardial infarction was implanted with an impella cp device for mechanical circulatory support. The patient was on day five of support when a diagnosis of retroperitoneal (rp) bleed was made. The rp bleed was treated with 8 units of blood and impella cp explant.